Manufacturer narrative:
The manufacturer received information alleging an everflo oxygen concentrator needs repair due to low oxygen and a capacitor burst. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator needs repair due to low oxygen and a capacitor burst. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an everflo oxygen concentrator needs repair due to low oxygen and a capacitor burst. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. Based on the information available at this time of investigation, it has been determined that the allegation of low oxygen and a capacitor burst were against a device which is not part of the recall. There was no patient harm or injury associated with this device and no increased risk to the intended user. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. Based on the information available, it is a non-reportable complaint.